Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had a hairline crack on the ultrasound probe. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. During device evaluation it was noted that the acoustic lens was damaged a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a superficial damage on the acoustic lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.